Event description:
It was reported that the patient believed that the pump had dislodged. He was having a lot of pain at the site and it looked as though it had moved. This started 3-4 days ago and the patient had been to the emergency room twice. It was noted that the patient was more active and had bumped the area a few times last week. Per the reporter, an x-ray showed that the area was fine. The patient was taking oral medication as he was ¿very tight¿ since noticing the pain at the pocket site. The device system was used to deliver baclofen. It was later reported that the pump had clearly moved closer to the front part of the patient¿s belly instead of his side; probably while the patient was at the gym. This occurred 1.5 weeks ago. Around the time that the pump moved the patient experienced severe back pain. The patient was concerned the catheter might be pulled or dislodged and could have caused the pain. Because of so much pain, the patient had to go by ambulance to the ER. The patient noticed a change in therapy and had a little more spasticity. The patient was taking a lot more oral baclofen as well as pain medication.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).